Event description:
The explanted vns lead was returned for analysis. The vns generator was not returned. During the visual analysis of the returned 100mm portion the green (-) electrode quadfilar coil appeared to be broken approximately 2mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as being mechanically damaged / extensively pitted which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
It was reported through a company that high impedance was detected upon normal and system diagnostics. Trauma or manipulation to the site is suspected but cannot be confirmed. The patient was referred for x-rays and the patient's device was programmed off. X-rays were received and reviewed by the manufacturer. The generator was visualized in the left upper chest. The filter feed-through wires appear to be intact. Lead connector pin appeared to be fully inserted into the generator connector block. There was a suspect area on part of the lead close to the generator, likely a lead discontinuity but cannot be confirmed based on images available. Part of the lead is behind the generator and could not be fully assessed. No acute angles were observed, and no obvious lead break could be identified in the visible portion of the lead. As mentioned above, there is a suspect area that could not be fully assessed. At the moment revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device available for evaluation, corrected data: the product received date was inadvertently omitted from f/u MDR report #1. Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received through an implant card indicating the patient underwent generator and lead replacement surgery. The explanted devices remain in transit to the manufacturer for analysis.